Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/30/2014 with the following findings: the pump performed the prime steps successfully with no alarms. The pump was exercised for 24 hours with alarms occurring. A force sensor calibration test revealed that the sensor was detecting a low force at 5lbs. The resistance on the force sensor was measured and was found to be out of specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was out of calibration. This report is made based on results of investigation completed on 08/30/2014.